Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system was not booting up. Upon further inspection, fse found that the network switch is powered off and the dc power supply has no output. Fse replaced the dcps. After replacing the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.